Manufacturer narrative:
Concomitant products: 693565 lead; implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited diminished p-waves. The lead was revised and remains in use. No patient complications have been reported as a result of this event.